Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioflex meter was displaying the battery indicator, was showing error messages and was reading inaccurately high compared to her normal readings. The complaint was classified based on the customer service representative (csr) documentation as well as additional information obtained when the medical surveillance specialist reviewed the call. The patient reported that the alleged meter issues began a few weeks prior to contacting lfs, approximately on (B)(6) 2019. The patient reported that the meter was showing that the "battery is flat" and would also sometimes show an error message. However, the patient was unable to provide the specified of the error message obtained. The patient also alleged obtaining inaccurate high readings of ¿255, 227, 201, 212, 276, 251, 248, 222, 375, 255, 267, 203 and 205 mg/dl¿ with the subject meter, obtained on different days. Meter to normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient informed the csr that she manages her diabetes with 12 units of humalog before meals and 55 units of lantus at night and reported that she adjusts her insulin dose based on her blood glucose readings. The patient denied making any changes to her usual diabetes management routine in response to the alleged meter issues but did report that she was unable to test her blood for the ¿2 weeks¿ prior to contacting lifescan due to the alleged issues. The patient claimed that she developed symptoms of ¿shaking of head, neck and hands, felt a little bit dizzy and had a headache¿ ever since the meter issues began. The patient reported treating her symptoms with tylenol to relief her headache and dizziness. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the meter was set correctly for blood testing and not control solution testing. The csr confirmed that the patient was using test strips that had been stored correctly and were within expiry/discard date. The csr also noted that the patient was not using the device for the first time and that, based on the information obtained, there appeared to be no misuse to the device. The csr was unable to walk the patient through performing a control solution test as the patient did not have any control solution available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged issues began with the subject meter.